Manufacturer narrative:
It was reported by the site that power switching events occurred with battery capacity was greater than 25%. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing and visual inspection; the serial port data cap was found intact. As a result, the reported ""the controller could not be upgraded as the rubber cover of the data port was lacking/"data port cover break" could not be confirmed. Log file analysis revealed that the controller does not contained the smr software. A review of the data file revealed one premature power switching event, most likely due to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed several power switching events involving bat207215, bat206788 and bat207222. Heartware is conducting an internal investigation on communication errors. The reported event could not be confirmed during testing. The reported missing serial port data cap could not be confirmed since the unit was not returned for analysis. The most likely root cause of the reported power switching event can be attributed to a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The hvad controller cap is designed to keep dust or foreign material from the serial and/or data port. The instructions for use and patient manual instruct the user to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that power switching events occurred with battery capacity was greater than 25%. The decision was made by the physician to exchange the controller. The controller could not be upgraded as the rubber cover of the data port was lacking/"data port cover break". There were no reported consequences or impact to the patient. The switching could not be reproduced by manipulating connections. It was further stated that the controller had not been dropped and the user did not apply excessive force when trying to connect. Log files were sent.